Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock while the patient was sleeping. Device data was sent to rhythmcare for review. Data review determined that the delivered shock was inappropriate due to oversensing of sense b noise. Rhythmcare then provided further troubleshooting options. An x-ray was completed with complete insertion confirmed. This device was checked in clinic with noise able to be reproduced. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock while the patient was sleeping. Device data was sent to rhythmcare for review. Data review determined that the delivered shock was inappropriate due to oversensing of sense b noise. Rhythmcare then provided further troubleshooting options. An x-ray was completed with complete insertion confirmed. This device was checked in clinic with noise able to be reproduced. This system remains in service. No adverse patient effects were reported.